Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked lcd controller. The insulin pump had a minor scratched display window, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 86 mg/dl. The customer was asked insert new aa battery and display did not return. The customer was asked to remove battery for 2 hours and told to monitor blood glucose and resume injection if needed. Customer was advised if display be still blank. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.